Event description:
"Sparks and smoke" noted at the back of the device. The nurse plugged the device into the ac outlet and the pump "began to spark and smoke." There were no reported adverse events while the device was in clinical use. No add'l info was provided.